Manufacturer narrative:
Investigation results- the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review- review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion- based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient's stimulation therapy was no longer adequate. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing great postoperatively. No device malfunction was suspected. The explanted ipg will not be returned due to facility policy.

Event description:
It was reported that the patients stimulation therapy was no longer adequate. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing great postoperatively. No device malfunction was suspected. The explanted ipg will not be returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.